Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure; the name of initial surgical procedure performed in 2016? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were outcome/current symptoms following the index surgical procedure? Onset date/time of each symptom/outcome from the initial surgery? If the patient experienced a mesh exposure, when was this first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention required for current symptoms including dates and surgical findings. Other relevant patient history/concomitant medications. Will product be returned? Provide return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2016 and the mesh was implanted. Outcomes reported as iuga/ics classification 3bc t3 s2. It was also reported that the patient underwent a total removal of vaginal portion of mesh. Remaining mesh is in situ. Additional information has been requested.